Manufacturer narrative:
Of the 2 allegations of a malfunction, 1 pumps were returned to animas and investigated. The malfunction was not duplicated with investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that the one touch ping model pump experienced a ink spots display issue. These reports were received from various sources. The patients associated with this allegation ranged from 15-28 years of age and 2 were females.